Manufacturer narrative:
(B)(4). Date sent: 04/16/2020. D4: batch # t5ej43. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. No conclusion could be reached as to how the device become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: when you report that "the device did not move back", do you mean that the knife didn't came back automatically? Yes. If yes, did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No.

Event description:
It was reported that during a rectum procedure, after firing, the knife did not return to home position. Device was moved backwards manually. The device delivered a complete cut and staple line. Surgery was completed with new device. There were no patient consequences.